Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia. Customer blood glucose level was 500 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Customer stated that retainer ring was fell off and reservoir was not able to lock in place. The insulin pump will be returned for analysis.